Event description:
It was reported that a participant in the ilet experience study experienced a hypoglycemic event described as a ¿real low,¿ during which the individual fell out of bed and sustained a facial bruise. Symptoms included hypoglycemia with injury due to a fall. Outcomes included non-serious injury without hospitalization, intervention, or alarms reported. Investigation included an attempt to contact the participant for additional details and blood glucose information. Investigation of this case revealed insufficient information to determine a device-related problem or component malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.